Event description:
Pt received their paradigm pump in early 8/02. Pt started pumping in 8/02. In september 2002, they started getting alarms and the display would read no power. They contacted medtronic and were sent a replacement paradigm. Their original pump was sent back for repair. They settled into using the pump and were seeing great success. A1c dropped 1.5 and they were very happy with their transition to pump therapy. In 2003, pt went to school nurse for lunch time bolus and pump was frozen. Error code e21. Pt's blood sugar rose rapidly and they had to have a 2 unit injection of humalog. They contacted medtronic. They assured them a new pump would come the next am. In the meantime, reporter contacted hospital to see if they had a loaner paradigm. They did have one, they brought it home to program and the pump alarmed with an e52 error. Reporter then contacted their medtronic rep. He met them and loaned his only paradigm. In 1/2003 the replacement pump never showed from medtronic. Reporter called and was told that by chance their original pump was being sent back to them but unfortunately would not arrive until the next day. On this day, reporter also talked to their cde from the hospital and she told them that because of consistent problems with the paradigm that the hospital had contacted medtronic and told them they were no longer going to recommend the use of the paradigm with their patients. Based on the conversation reporter again contacted medtronic and spoke to a supervisor. Reporter told them that they were very concerned about the pt's safety while using their paradigm and reporter requested that they be sent an additional pump as a back up until they could be assured that the bugs were worked out. She told rptr no. They never did that and it would not happen. Later that day, reporter was contacted by a medtronic rep. They had a long talk about the safety mechanisms of the paradigm. Reporter was not convinced, so they worked out a deal were they would send to them a brand new paradigm in addition to the one they were already expecting. Reporter could keep the second pump until satisfied that all was well. The next day, their original pump arrived, they programmed and pt wore the pump with no problems. The brand new back up paradigm promised arrived. One half hour later reporter went to bolus pt for their breakfast. The pump was frozen, nothing would work, reporter replaced the battery and received yet another e21 error. Reporter changed pt's infusion site and switched to the new paradigm. Pt's blood sugar at that time was 408 and pt had small ketones, pt needed a 2.5 correction bolus to bring them down to range. They have since switched the pt to the animas ir1000 insulin pump.